Manufacturer narrative:
Pending investigation.

Event description:
As reported, a patient had an initial left knee replacement system on (B)(6) 2010. The patient had 5th revised implant on (B)(6) 2020 and 6th revision on (B)(6) 2020. No additional information.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Related to: 1038671-2022-01159, 1038671-2022-01160, 1038671-2022-01161, 1038671-2022-01162, 1038671-2022-01163, 1038671-2022-01167.